Event description:
In 2002, the surgeon reported that the hinge of the flap during the lasik surgery on the patient's left eye appeared thicker than usual. During a followup visit to the site with the surgeon a month later, the company representative was told that 70% into the laser treatment, anterior chamber fluid was observed to be leaking through the stromal bed. Sutures were inserted to close the leak. Surgeon indicated possible keratoconus. Surgeon is following the patient's progress. Will reevaluate cornea in 6 months for possible corneal transplant.